Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units pressure transducer was not working customer was unable to obtain pressure numbers or waveform. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure transducer not working during use on patient. How ever no adverse event is reported. A getinge field service engineer (fse) evaluated the iabp unit and was unable to duplicate the reported failure. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.